Event description:
It was reported that the device stopped working during meniscus repair operation. T2 did not deploy so they took the device out and used another technique for the meniscal repair. No patient injuries were reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The device was originally evaluated via photos sent. The device has physically been sent in. The device was used for a ¿meniscus repair¿. The complaint listed ¿functional intermittent failure¿. T1, t2 and suture were returned separated from the device. The suture was found tightened around t1 lengthwise through the v notch. This condition can impede anchoring. The return device supports original findings that the delivery needle has been flattened out. It also shows that the needle is quite bent. The device no longer cycles or actuates. The actuator is stuck in the advanced position at the distal tip. IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacture of the device can be established. Additional information provided.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device reported on. The device was not returned, but photos were sent. The device was used for a ¿meniscus repair¿. The complaint listed ¿functional intermittent failure¿. The photos indicate that the delivery needle has been flattened out. This condition is known to inhibit proper deployment of the anchors. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacture of the device can be established.